Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used to treat cholangiocarcinoma stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. The patient's anatomy was tight prior to stent placement. During the procedure, it was reported that the deployment system broke, leaving the introducer in the stent. The device was then removed, and the procedure was completed with another stent of the same type. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Imdrf impact code f2301 captures the reportable event of additional device required.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Imdrf impact code f2301 captures the reportable event of additional device required. Block h11: the advanix-naviflex delivery system was not returned for evaluation; therefore, a physical product analysis could not be performed. However, the customer provided documentation that included photographs of the device. A media analysis was conducted based on these images. The photographs revealed that the stent was outside of its pouch after use. From the images, it was possible to identify that the guide catheter appeared bent, broken, and detached. Media analysis cannot confirm the reported event of guide catheter break. The customer provided some pictures where it can be observed that the guide catheter appeared bent or kinked and detached; however, without proper evaluation of the device it remains unknown the most probable causes that contributed to the event. There is not enough evidence to determine if the reported event was related to the physician's technique during the procedure, due to the anatomical conditions or related to a device malfunction. Taking all available information into consideration, the most probable cause of the reported event is cause not established.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used to treat cholangiocarcinoma stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. The patient's anatomy was tight prior to stent placement. During the procedure, it was reported that the deployment system broke, leaving the introducer in the stent. The device was then removed, and the procedure was completed with another stent of the same type. There were no patient complications reported as a result of this event.